Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised approximately six months later due to pain and disassociation due to central screw not seating and humeral bearing wear and deformation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 2 states, "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03374 / 03375).